Event description:
Device 2 of 2. Reference MFR report: 3006705815-2019-00530. It was reported that after a patient fall, the patient was not receiving effective therapy due to low impedances. Surgical took place to remove the system.

Manufacturer narrative:
A correction was made to include the explant date, which was not included previously.

Event description:
Device 2 of 2: reference MFR report: 3006705815-2019-00530.

Manufacturer narrative:
The initial reporter section was corrected and updated with more complete information.

Event description:
Device 2 of 2: reference MFR report: 3006705815-2019-00530.

Manufacturer narrative:
Explant date context was added.

Event description:
Device 2 of 2: reference MFR report: 3006705815-2019-00530. The system was explanted in (B)(6) 2018. Exact date of explant was requested but unable to obtained.